Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inability to cross the lesion and stent damage occurred. The physician attempted to direct stent a taxus express2 3.5x12mm drug eluting stent to the 95% stenosed lesion located in the circumflex (cx) artery. Upon withdrawal it was noted that the stent was crimped. The physician then pre-dilated with a maverick 3.0x12mm balloon and successfully placed a taxus express2 3.5x15mm stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.